Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported patient developed infection for the past one to two weeks. The patient reported boil, burning sensation, redness and hardness at site. The patient had applied mupirocin ointment and event is resolving.